Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed when the reported issue was duplicated. The issue was traced to the device main board. Upon further investigation, found force and size readings are out of calibration and travel coarse error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The main board was replaced, and the device passed all testing. Calibrated force and size replaced clutch and leadscrew to resolve discovered issue.

Event description:
It was reported that the device had system failure. There was no reported patient involvement. Upon further investigation, found force and size readings are out of calibration and travel coarse error.